Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle is detached from the thread. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/3/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from the packaging/during handling prior to patient use/during passage through tissue/during binding/after surgery)? During passage through the tissue. How many products of the product v4960h showed the alleged deficiency? Circa 5 how many products of the product mcp495h showed the alleged deficiency? Circa 5 please provide the lot number of the product v4960h & xebbqxw0. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, the following was obtained: product code: (6) mcp495h product lot/batch: (1) 103a3c; (5) xebbqxw0 tracking# : (B)(4) (malmoe-sturup 0 se) received at cg labs on (B)(6) 2026. 1. Could you please clarify if extra device belongs to this complaint? No 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. No, sent in error 3. If the device was not reported before, please provide more details of device malfunction. N/a 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. It can be discarded. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d4, d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that five (5) unopened samples were received for analysis. Product code v4960. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.